Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient alleges feels like sand, dust or hair going in her mouth and nose and wakes her up. She alleges she can't breathe. There was no report of serious harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer visually inpsected the device and found no evidence of sound abatement foam degradation. The manufacturer found mineral deposits on the blower box and blower. The manufacturer found evidence of contamination consistent with keratin. The device's downloaded event log was reviewed and the manufacturer confirmed errors associated with the humidifier. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058